Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. While wearing a pod on the arm for between 24 and 36 hours, the patient's blood glucose level reportedly reached 995 mg/dl. Reported symptoms included dizziness, nausea, vomiting, confusion, and inability to tolerate oral intake. Treatment included intravenous fluids, diuretics, an insulin drip initially, followed by insulin injections. The pod was removed at the hospital. At the time of the report, the patient remained hospitalized in the ICU.